Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the tip of the lead was completely severed. The tip of the lead was not returned, as was reported from the field. Based upon the clinical observations and the laboratory findings, investigation determined the tip of the lead became detached due to a combination of factors including manipulation during removal, lead design, and patient anatomy.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned as this ra lead came apart and some of the lead might be left behind. This ra lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned as this ra lead came apart and some of the lead might be left behind. This ra lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned as this ra lead came apart and some of the lead might be left behind. This ra lead was replaced and explanted no additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2008. Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the tip of the lead was completely severed. The tip of the lead was not returned, as was reported from the field. Based upon the clinical observations and the laboratory findings, investigation determined the tip of the lead became detached due to a combination of factors including manipulation during removal, lead design, and patient anatomy. Boston scientific has assigned an investigation conclusion code of cause traced to device design. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned as this ra lead came apart while being explanted and part of the lead was left behind in the patient. This ra lead was replaced. No additional adverse patient effects were reported.